Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gyn exploratory laparoscopy procedure the enseal device when closed would not release very well (jam and hard to open). A second device with same lot number was opened and same issue however this time a black thin piece of metal (or wire) came out of the jaws. No patient complications reported. Used a kleppinger to seal tissue.

Manufacturer narrative:
(B)(4). Batch # r93j00. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.